Manufacturer narrative:
Upon further review, it was noted that the customer reported that there was no cassette or peritoneal dialysis solution in use at the time of the patient¿s death. Therefore, the homechoice would not have been in use at the time of the patient¿s death. As a result, the homechoice is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient passed away. The cause of death was unknown and it was not reported if an autopsy was performed. It was unknown if the patient was connected to the homechoice device at the time of death. It was not reported if an autopsy was performed. No additional information is available.